Event description:
It was reported that stimulation was too close to the patient's sciatica nerve. This persisted for two months before it was fixed and replaced with a new implant. The patient did not have any issues with the replacement device.

Manufacturer narrative:
(B)(4). Lead model 3093-28 lot# v347314 implanted: (B)(6) 2009 explanted: (B)(6) 2011; programmer model 3037 serial# (B)(4).